Event description:
Related manufacturer reference number: 2017865-2022-05088. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission the pulse generator appeared to be under-sensing episodes of atrial fibrillation. The healthcare provider was unable to determine whether under-sensing was attributed to the atrial lead or device. No intervention was made. There were no patient consequences.